Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this procedure. Alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data file. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this procedure, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the optia device is in regal very robust against frequent draw pressure alerts and inlet pump speed changes, it cannot be ruled out that the frequent pump speed changes and draw flow alerts early in the procedure disrupted the steady state of the lrs chamber. It is also possible that this leukoreduction failure is donor related. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this procedure. Alerts that could contribute to wbc contamination of the platelet product, such as centrifuge pressure high or rbc spillover, were not generated in this run data file. As the rbc detector cannot count the cells passing by, in order to generate a potential wbc contamination detected message, the rbc detector signals must see a significant change in the reflectance values. In this procedure, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the optia device is in regal very robust against frequent draw pressure alerts and inlet pump speed changes, it cannot be ruled out that the frequent pump speed changes and draw flow alerts early in the procedure disrupted the steady state of the lrs chamber. It is also possible that this leukoreduction failure is donor related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: run data file analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this procedure. Alerts that could contribute to wbc contamination of the platelet product, such as centrifuge pressure high or rbc spillover, were not generated in this run data file. As the rbc detector cannot count the cells passing by, in order to generate a potential wbc contamination detected message, the rbc detector signals must see a significant change in the reflectance values. In this procedure, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the optia device is in regal very robust against frequent draw pressure alerts and inlet pump speed changes, it cannot be ruled out that the frequent pump speed changes and draw flow alerts early in the procedure disrupted the steady state of the lrs chamber. It is also possible that this leukoreduction failure is donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. The product was transfused to a patient, but there was no transfusion reaction. Donation ID: (B)(6) the platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. The product was transfused to a patient, but there was no transfusion reaction. Donation ID: (B)(6) the platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this procedure. Alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data file. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this procedure, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the optia device is in regal very robust against frequent draw pressure alerts and inlet pump speed changes, it cannot be ruled out that the frequent pump speed changes and draw flow alerts early in the procedure disrupted the steady state of the lrs chamber. It is also possible that this leukoreduction failure is donor related. Investigation is in process, a follow-up report will be provided.